Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 400 mg/dl, 457 mg/dl, 140 mg/dl, and 127 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 543:320:654:0000, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
Customer's products have been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. Two of the readings the customer reported were found in meter memory. This is a final report.